Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the revitan stem was implanted in (B)(6) 2013 as a result of a girdlestone situation after multiple arthroplasties and infections. A fracture of the revitan stem was seen in (B)(6) 2020 and the revision was made in (B)(6) 2020. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - implantation report of (B)(6) 2013: postoperative diagnosis: girdlestone situation on the left hip, state after multiple arthroplasties and infections. Procedure: bone and soft tissue debridement. Removal of heterotopic ossifications. Allogenic acetabular bone grafting and implantation of a müller ring size 58 with 4 screws. Cementing of a smith and nephew polarcup in the müller ring. Implantation of a curved revitan stem 20-140 mm with a proximal part size 65 and ceramic head size m. - discharge report of (B)(6) 2013: diagnosis: girdlestone situation on the left hip, state after multiple arthroplasties and infections persistent infection after transfemoral removal without replacement of a cementless total hip prosthesis (thp), left hip ((B)(6) 2013). Septic revision with debridement, irrigation and change of cerclages on (B)(6) 2013. Open revision of the left hip joint on (B)(6) 2013. State after thp re-implantation, left hip in (B)(6) 2012. State after septic revision of a thrust plate thp implanted in the left hip in 2000. State after thrust plate thp on the right side in 1999. - email from the surgeon to the sales representative, sent on 24 february 2020: the email informs about a fracture of the revitan stem implanted in 2013 after an infection. The weight of the patient: 135 kg. - revision report of open biopsy performed on (B)(6) 2020: diagnosis: suspicion of low grade infection of a thp with fracture of the revitan stem on the left side. Procedure: open biopsy of the left hip joint with histological and microbiological sample collection. - discharge report of (B)(6) 2020: no additional information. - revision report of (B)(6) 2020: indication: surgical indication for atraumatic fracture of a revitan stem at the connection pin. Firmly bony integrated stem. Clear periarticular ossifications (pao). After puncture and open biopsy no evidence of (recurrent) infection. Procedure: multiple pao are resected and the implants are exposed. The thp is dislocated and the proximal part of the stem is removed. There is only slight metallosis and no macroscopic signs of infection. The cup is firmly fix and left in place. The lateral femur is exposed and an ossified cerclage is removed. A longitudinal osteotomy of the femur along almost the entire length of the stem is performed. Distally, an incomplete transverse osteotomy is made and a bone window (according to wagner technique) is created. The stem is removed using chisels. The further steps of the report describe the preparation of the femur to implant a wagner sl revision stem and a 28 mm biolox delta head with a bioball 3xl adapter. - revision surgery protocol of (B)(6) 2020: no additional information. - bfarm user report of (B)(6) 2020: no additional information. -discharge report of(B)(6) 2020: patient was hospitalized from (B)(6) 2020. Diagnosis: fracture of a revitan stem, left hip. Histology: type 1 according to krenn (wear). Microbiology: sterile tissue samples. Internal secondary diseases: - obesity (bmi 39.9). Body weight decrease to 116.8 kg (documented on (B)(6) 2020). - complication report revitan stem study, undated no additional information. - x-rays: the x-rays showing the situation in the left hip from (B)(6) 2013 until (B)(6) 2020 are at hand. There are differences in brightness and contrast throughout the x-ray follow-up as well as differences in the positioning of the patient resulting in slight different radiographic projections. Thus, potential changes of the bone situation around the prosthesis as well as in the position of the prosthesis components are not always clearly recognizable. Evaluation of the x-rays is summarized below. The x-rays showing the situation before the implantation of the revitan stem and after its revision are not evaluated in this report. Pelvis overview and second view of the left hip, (B)(6) 2013 - girdlestone situation before the implantation of the revitan stem. Intra-operative fluoroscopy x-rays, (B)(6) 2013 - the images are presented reversed. Compared to the previous study date a revitan stem is implanted in the left hip. A cerclage wire is placed around the femur in the distal stem region. Along the medial side of the proximal stem part (extending slightly to the proximal region of the distal stem part) and along the lateral side of the proximal stem part there is a radiolucent gap visible which is bordered by a sclerotic line on the bone side. It seems that this gap corresponds to the medial and lateral bony border of the previously implanted stem. Pelvis overview and second view of the left hip, (B)(6) 2013 - on the pelvis overview the lateral bone is not clearly visible due to the brightness/contrast of the image. Along the medial side of the proximal part extending to the proximal region of the distal stem part a radiolucent gap is visible. The second view shows a radiolucent line along the anterolateral and posteromedial side of the proximal part. Anterolateral, the cortical bone along the proximal part of the stem is slimmer than the one along the distal part of the stem. Pelvis overview and second view of the left hip, (B)(6) 2014 - no obvious changes compared to the previous study date. Ap view and second view of the left hip,(B)(6) 2016 - compared to the previous study date peri-articular ossifications can be observed in the hip joint area. New bone formation can be noticed at the level of the proximal part of the stem with widening of the bone structure. The latter appears inhomogeneous posteromedially and anterolaterally. The radiolucent line along the anterolateral and posteromedial side of the proximal part of the stem is still visible. Pelvis overview and second views of the left hip, (B)(6) 2019 - on the pelvis overview the lateral bone is not clearly visible due to the brightness/contrast of the image and the x-ray projection. In the pelvis overview the peri-implant bone structure appears inhomogeneous and rugged at the level of the proximal part of the stem. Compared to the previous study date, the anterolateral and posteromedial bone structure appears more homogeneous in the second views. The anterolateral radiolucent line is unchanged. Ap view and second view of the left hip, (B)(6) 2019 - the radiolucent gap on the lateral side of the proximal part and the radiolucent line on the anterolateral side of the proximal part are still recognizable. Ap view and second view of the left hip, (B)(6) 2019 - compared to the previous study date the proximal part of the stem appears to be slightly tilted to medial and consequently the radiolucent gap along the lateral/anterolateral side of the proximal stem part is wider. Pelvis overview and second view, (B)(6) 2020 - compared to the previous study date there is a fracture of the connection pin of the revitan stem. The proximal part of the stem is tilted medially and its distal end is shifted laterally. Pelvis overview and second view, (B)(6) 2020 - no changes compared with the previous study date. Product evaluation: - visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 0 to 2 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture starting from the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal and distal fracture surface several polished areas can be recognized. A worn area is visible on the medial shoulder and anteromedial edge of the face surface of the proximal part. The lateral face surface of the distal part and the inner edge of the anterior shoulder are worn. On the proximal part of the revitan stem, revision damage in the form of scratches and instrument marks can be seen on the neck and anchoring surface. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. Underneath the revision damage, slight polishing can be seen in the posteromedial region of the stem¿s neck. On the medial side of the proximal part a polished area can be seen in the proximal half whereas on the distal half some horizontal polished lines/spots can be observed. On the anterior, lateral and posterior side of the proximal part, the distal half region of the anchoring surface shows various polished areas. On the proximal fracture part of the connection pin there is an approximately half circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope revealed polishing, smeared material, fretting and minute signs of corrosion. Adjacent to the stripe joins the original surface followed by the blasted area. On the latter there is a polished area on the anterior side. Revision damage in the form of coarse scratches and instrument marks can be observed on the anchoring surface of the distal part of the revitan stem. Bone attachments are visible on the entire anchoring surface. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: based on the received information the revitan stem was implanted in (B)(6) 2013 as a result of a girdlestone situation after multiple arthroplasties and infections. A fracture of the revitan stem was seen in (B)(6) 2020 and the stem was revised in (B)(6) 2020. Before the revision, an open biopsy was performed due to a suspicion of low grade infection. The open biopsy showed no evidence of a recurrent infection. Investigation of the retrievals at hand showed that the fracture of the revitan stem occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The fracture origin area is located on the lateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an approximately half circumferential stripe revealing a mixture of surface changes. It is unknown if the stripe existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. Further, polished areas can be seen on the anchoring surface and slightly on the neck of the proximal part which indicates movement between the part and the bone. It is unknown if these existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. On the x-rays at hand it can be recognized that immediately after the implantation of the revitan stem there were radiolucent gaps around the proximal part of the stem corresponding to the bony border of the previously implanted stem. In the further follow-up new bone formation with widening of the bone structure could be first noticed at the level of the proximal part of the stem starting from (B)(6) 2016. Nevertheless, some radiolucency around the proximal part of the stem is still visible from this point in time and in the further follow-ups. Today it is known that for patients with severe proximal deficiency, a surgeon should consider surgical options to ensure proximal bone support (such as medial and/or lateral strut grafts) or switching to a monobloc revision stem. At the time of implantation this was not known and respective guidance could not be provided to the surgeon. Based on the above described findings and today¿s knowledge, the proximal bone support of the revitan stem can be interpreted as suboptimal. The bone support situation in combination with other factors, e.g. The surface changes observed on the connection pin and the patient¿s obesity, may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: revitan proximal stem; catalog#: unknown; lot#: unknown. Therapy date: unknown. The manufacturer received x-ray and other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and a revision surgery has been planned for implant fracture.

Manufacturer narrative:
Additional information which was received on apr 06, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to implant fracture.

Manufacturer narrative:
Additional information which was received on oct 14, 2020 this follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11 - medical product revitan, proximal part, cylindrical, uncemented, 65, taper 12/14; catalog no#: 01.00402.065; lot#: 2726433. The manufacturer did not receive any documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to implant fracture.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. Additional information was received on dec 30, 2020. Additional: b2, b5, d2, d6, d7, d10, h3. Correction: b4, g4, g7, h10. The manufacturer received x-rays, other source documents (surgical reports) for review. The manufacturer received the device for investigation. Should additional information and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent a revision surgery due to implant fracture.